Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer had been experiencing ongoing high blood glucose (bg) levels (as high as 700 mg/dl) in the mornings. A correction bolus via the pump was delivered to address the high bg. The customer has had this type of issue prior to using the pump. The customer thought that the high bg may be related to the pump settings and was working closely with a healthcare provider to address this issue.